Event description:
At 6:15 pm, pt was found unresponsive and unconscious. Rn responded to pct request, who was attending to the dialysis machine alarm by attempting to reset the blood pump and was unable to re-engage the pump. Upon arrival at the pt station, rn observed a large amount of blood on floor, chair and pt's clothing. Rn also observed separation of the venous blood line from the catheter lumen and the hemosafe device was not in place on the venous line. Pt placed in trendelenburg position, saline administered. Pt was transferred to the hospital via ambulance. Approximate age of device: 3 years for third device.